Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance (sli) measurement of greater than 200 ohms. The sli returned to normal at the following daily measurement. Technical services (ts) recommended continuous monitoring. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that there was small myopotential noise on the shock channel due to an unknown source. Ts suspected it was caused by electromagnetic interference (emi) and recommended investigating the source as well as lead testing in clinic. This device remains in service. No adverse patient effects were reported. Additionally, the patient was seen in clinic for further testing. It was noted that when the patient sat still all shock vectors exhibited normal impedance measurements, however during isometrics and pocket manipulation the right ventricular (rv) coil exhibited shock impedance measurements of greater than 200 ohms. Baseline noise was also present; however, emi sources were ruled out. Ts recommended moving forward with a left vest for now. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance (sli) measurement of greater than 200 ohms. The sli returned to normal at the following daily measurement. Technical services (ts) recommended continuous monitoring. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance (sli) measurement of greater than 200 ohms. The sli returned to normal at the following daily measurement. Technical services (ts) recommended continuous monitoring. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance (sli) measurement of greater than 200 ohms. The sli returned to normal at the following daily measurement. Technical services (ts) recommended continuous monitoring. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that there was small myopotential noise on the shock channel due to an unknown source. Ts suspected it was caused by electromagnetic interference (emi) and recommended investigating the source as well as lead testing in clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.